Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of received problem description. Customer did not request service and contacted third party for repair. It is unclear if any part was replaced to resolve the issue. No further information has been provided.

Event description:
It was reported that the gas module of the ventilator was contaminated with water. There was no patient harm. Manufacturer ref.#: (B)(4).